Manufacturer narrative:
Additional information was received on november 5, 2021. This event was submitted to the FDA under mw5103752. The event date and date of implant were provided and populated. The device, originally reported as unknown mentor, was clarified to be an unknown mentor saline prosthesis. The nature of the symptoms was provided. The patient experienced hair loss, brain fog, enlarged liver, neck pain, shoulder pain, weight loss, and depression. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported through social media that a female patient who had unspecified mentor implants plants experienced several unexplained systemic symptoms post procedure. The patient stated that the implants were making her sick for roughly five years, but the exact nature of the symptoms was not specified. A desire to have the implants removed was indicated, however, mentor has received no information regarding an expected explantation date. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. The type of implant is unknown. See 1645337-2021-12034 for contralateral prosthesis report.